Event description:
In 2008, the lay pt's wife contacted lifescan (lfs) alleging that the pt's one touch ultra smart meter displayed the error 5 message. The complaint was classified based on the customer care advocate (cca) documentation since the medical affairs specialist (mas) was unable to contact the pt to obtain additional info. The wife said she tested the pt's blood glucose and received a reading of 575 mg/dl; the test time was unspecified. She then gave the pt a shot of insulin (type and dose not provided). The wife noticed that the pt was making weird sounds and he would not respond to her. She attempted to test the pt's blood glucose with the reported product and received the error 5 message. The wife called ems at 10:30 pm on the same day. Emt's obtained a result described as "very low". An IV was started and later a blood glucose result of 247 mg/dl was obtained. The cca walked the wife through testing with a new vial of test strips and resolved the issue. The pt's product were replaced. The complaint is reported because the reporter alleges that the pt became unresponsive after receiving insulin based on a hyperglycemic reading on the lfs product. The reporter claims she received an errror 5 message prior to calling ems and the pt received IV treatment for a low blood glucose level.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.